Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 550cc and experienced rupture on the left breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 800cc on (B)(6) 2020.

Manufacturer narrative:
On 3/19/2020, a manufacturing record evaluation was performed for the finished device 6913927 number, and no non-conformances were identified. On 4/6/2020, during visual inspection, the sample was found to be ruptured. Microscopic examination of the edges of the rupture revealed striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).